Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery of surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Associated MDR# 1018233-2012-01680.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unk pelvicol". Additional info from the importer report: report date: (B)(4) 2012, brand name: pelvicol acellular collagen matrix, MFR name and address: tissue science labs, (B)(4). (B)(6)